Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018 during a follow-up visit, the pacemaker pocket was found to be infected. A device explantation procedure was thus performed on the same day and both of the pacemaker and the lead were explanted.